Manufacturer narrative:
The device was returned to zoll medical for evaluation. A review of the device's clinical data found several occurences which indicate that the electrodes did not make sufficient contact to the pts skin. This can occur for several reasons, including improper preparation of the pts skin prior to application of the electrodes; however, the electrodes were not returned for eval. The device was tested and no faults were found. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that the clinician responded to a call for a (B)(6), male patient who had a seizure. The device was connected to the patient via electrode pads, upon an attempt to discharge, the device displayed a "lead fault" message. The connections were checked at the device and patient end. Upon another attempt to defibrillate the patient, the device failed to discharge. The electrode pads were replaced and the device failed to discharge. The complainant reported that the patient was hairy and when the first set of pads were removed, hair was noticed on the periphery of the electrode pad. CPR was being performed with an autopulse board during the patient event. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please refer to medwatch 1220908-2015-01224 for the second device used in this patient event.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.